Event description:
Patient presented to my office complaining of severe redness, ocular pain, and lid swelling in both her eyes after she inserted her contact lenses (brand: biofinity toric; manufacturer: coopervision). She experienced multiple episodes of this after wearing the lenses for 1-2 hours. This has never happened to her prior to the most recent box of lenses that she purchased from 1800 contacts online. She has been wearing this brand of lenses for a long time and has been evaluated by one of our optometrists to confirm acceptable fit/movement, etc. Diagnosis upon examination: severe keratitis, eyelid edema, ocular pain, and severe conjunctival hyperemia in both eyes after using biofinity toric contact lenses that were sold to the patient from 1800contacts.com. The boxes the lenses came in have a sticker on it showing the brand, however when I spoke with the lens brand manufacturer (coopervision), they informed me they have never used stickers on their boxes to denote the lens brand. The boxes sold to the patient were a 3-pack of lenses, which coopervision has never manufactured in this quantity (only available as a 6 pack). The contact lens foil packet that contains the actual lens has a different sticker on it when compared to the confirmed trial lens for the same power that we were able to pull from our own office fitting set. You can also see through the foil packet sticker that there is another barcode sticker beneath it on the lenses from 1800 contacts. I am concerned that these lenses that were sold to the patient are counterfeit. I did speak with coopervision representative and they seem to also believe that these lenses are not biofinity toric. Ref report: mw5154067.